Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum refixation surgery the tip of the device broke off. All broken parts could be retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Upon visual evaluation, it was noted that the area between the shaft and the curve tip broke off. Although no cause could be fully determined, the most likely cause for this failure can be attributed to excessive force used to pry and/or leverage the device. This characterizes use error. No functional testing was performed due to the damage to the device.